Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted (lot no. 628043) for female sterilisation. The patient had a medical history of hyperlipidemia on (B)(6) 2023, adenomyosis, leiomyoma and hyperplasia endometrial on (B)(6) 2021, multiparous in 2010 and vaginal bleeding, dysfunctional uterine bleeding and obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1593 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.589 kg/sqm. [Pathology test] on (B)(6) 2021: diagnosis: abnormal uterine and vaginal bleeding unspecified. Gross description: the lumen is tan and smooth. Additionally, situated within the lumen of both the right and left fallopian tubes are bilateral 1.7 x less than 0.1-cm metallic and silver portions of hardware, consistent with sterilization device. Final diagnosis : uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: proliferative endometrium. Adenomyosis. Leiomyoma. Cervix and fallopian tubes without significant diagnostic abnormalities. Lot number: 628043. Manufacture date: 2008-08. Expiration date: 2011-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted (lot no. 628043) for female sterilisation. The patient had a medical history of hyperlipidemia on (B)(6) 2023, adenomyosis, leiomyoma and hyperplasia endometrial on (B)(6) 2021, multiparous in 2010 and vaginal bleeding, dysfunctional uterine bleeding and obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1593 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.589 kg/sqm. [Pathology test] on (B)(6) 2021: diagnosis: abnormal uterine and vaginal bleeding unspecified. Gross description: the lumen is tan and smooth. Additionally, situated within the lumen of both the right and left fallopian tubes are bilateral 1.7 x less than 0.1-cm metallic and silver portions of hardware, consistent with sterilization device. Final diagnosis : uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: proliferative endometrium. Adenomyosis. Leiomyoma. Cervix and fallopian tubes without significant diagnostic abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.